Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation due to lead migration, which was confirmed with imaging. Reprogramming was performed but did not provide adequate therapy. The patient was admitted to the hospital and underwent a revision procedure in which the two leads were explanted and replaced with two new leads. The new devices were reprogrammed the day after implant and the patient was discharged the day after programming. The patient is doing well post-operatively. The leads will not be returned for analysis as they were not released by the facility.